Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed 280 units of insulin, dropped to 120 units, then jumped back up to 220 units. Reportedly, the cartridge was initially filled with 280 units of insulin. Review of the pump data logs confirmed the pump was decreasing units of insulin as expected. There was not reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.